Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer¿s other blood glucose levels were 194 mg/dl, 196 mg/dl, and 343 mg/dl. The customer treated with glucose tablets. The customer did not mention any symptoms of their blood glucose levels. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was done for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was not using automode. Based on customer report, customer did not allege insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08660 inches. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for two (2) days while connected to the test sensor and plug. No unexpected change sensor alert, calibration not accepted alert, or sensor related errors noted.